Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll. Investigation results as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned platform was performed and found that the battery lock clip was bent. The autopulse platform is a reusable device and therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. The reported error message "system error revert to manual CPR" was reproducible during the evaluation. Functional test and archive review could not be performed. In summary, the customer's reported complaint was confirmed. The system error resulted from a defective processor board. Once, the processor board was replaced, the autopulse platform passed all functional tests with no further issue. All autopulse platforms go through a thorough inspection and test prior to and during final inspection to ensure visual, structural and functional integrity prior to shipment.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message upon power up. There was no report of any patient involvement. No further details were provided.